Event description:
While performing laparoscopic sleeve gastrectomy, the staple jaw of the covidien endo gia articulating reload with tri-staple technology (purple 60mm medium/thick) would not close all the way. No other information available.